Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The blue pixels appeared after beginning ablation at 100% firing power and followed by a rapid expansion of thermal dose threshold (tdt) lines. The physician let off the foot pedal and lowered the firing power to 78%. It was noted that the physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.